Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The coil was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the superior ophthalmic vein (sov) using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the target vessel using another manufacturer¿s microcatheter; however, the smart coil failed to detach using a penumbra smart coil detachment handle (handle). The physician then opened a second handle but was still unable to detach the coil. After multiple catheter manipulations, the smart coil successfully detached. The procedure then ended at this point. The physician did not mention any friction while using the smart coil and does not believe that there was anything wrong with the handles. There was no report of an adverse effect to the patient.